Manufacturer narrative:
This report is submitted on april 6, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 (reason for the explant is unknown). The patient was re-implanted with a new device in the same procedure. Further information is being sought from the clinic.